Event description:
It was reported that an altitude alarm occurred, causing a temporary interruption in insulin delivery, with the pump declaring altitude alarm 21. The customer declined to provide their blood glucose level at the time of the event, but it was confirmed that there was no adverse impact on blood glucose levels as insulin was not suspended due to the alarm. The customer received advice from technical support on preventing future altitude alarms and was able to resume insulin delivery using the original cartridge, with no need for replacement.